Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision of total right hip surgery due to pain and leg length.

Manufacturer narrative:
An event regarding loosening involving an unknown trident shell was reported. The reported event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: "- following this, the failure mode of the trident cup through loosening can be considered procedure-related because related to component choice and technique of bone defect repair with a suboptimal combination of a cementless cup application in an environment with extensive bone grafting for prior bone defect conditions. The presence of a bone defect condition was given by the patient and can as such be considered an additional patient-related aspect although surgeon awareness of the problem could have provided better solutions for the same problem. This case aspect is not device-related." {...} "in conclusion, both the cup loosening problem and the leg length difference issue are caused by procedure-related factors regarding surgical technique of revision surgery. This pi case is not device-related. Procedure-related factors: - implantation of a cementless cup in an environment with extensive non-vital bone graft. - leg length difference required to achieve stability after reconstruction in 2014. Patient-related factors - functional weakness of hip abductor musculature around revision surgery of 2014. Device-related factors: - none. Diagnosis: - both the cup loosening problem and the leg length difference issue are caused by procedure-related factors regarding surgical technique of reconstruction of bone defects in a revision setting with extensive bone defect conditions." -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided medical records with a clinical consultant concluded: "both the cup loosening problem and the leg length difference issue are caused by procedure-related factors regarding surgical technique of reconstruction of bone defects in a revision setting with extensive bone defect conditions. " no further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of total right hip surgery due to pain and leg length.